Event description:
It was reported that the user experienced an unusual overnight hyperglycemia event with glucose rising above 400 mg/dl while using the ilet after changing from a contact detach infusion set to an inset, and the user suspected insulin delivery interruption due to incorrect infusion set insertion or an unsecured connector; the user replaced the infusion set and glucose decreased to 178 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.